Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she experienced hyperglycemia of 400 mg/dl and believes the insulin delivery of the infusion device is inaccurate. She received an e4 occlusion error on the device and was unable to see the error message due to being blind. As a result, she disconnected the infusion device for 2 hours. Her son assisted with troubleshooting and 10 e4 occlusion errors were found in the history. Follow-up was completed, and she reported her blood glucose returned to normal after changing the infusion set. Despite this, the customer alleged the insulin delivery of the infusion device inaccurate and that this was the cause of hyperglycemia. No adverse event was reported. The alleged product was requested for evaluation.